Manufacturer narrative:
The insulin pump was received with act button unresponsive due to corroded keypad traces. No button error alarm noted. No frozen screen noted. Time advances properly. The insulin pump had a cracked case at display window corner, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a frozen display. The time did not change. The insulin pump alarmed button error. The insulin pump's buttons were blocked when they tried to clear the alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.